Event description:
A customer called about her facility's contour system. She alleged that a high control test was performed and the result was 101 mg/dl. A high control range was not provided, but should be around 295-405 mg/dl. No adverse events were alleged. Customer service attempted to contact the customer after the initial call, but she was not available. At this time, it's not known if any product will be returned.